Event description:
It was reported that during photo-selective vaporization of the prostate, the fiber began moving independently within the scope when firing the laser. The fiber tip was turning and facing the interior of the scope instead of outward and firing in itself. A second fiber was chosen to continue with the procedure. There were no patient complication due to this event. It was further noted that the physician kept proper distance from the tissue. The filler cap window on the IV tubing was approximately halfway filled with a consistent stream of fluid dripping from the bag. IV tubing was wide open and was set at an elevation well above the cystoscope allowing gravity rapid drip rate. No pressure bag was utilized or required as this steady flow of fluid never ceased. The fiber was returned and analysis found that the glass cap exhibited a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The potential for forward firing exist.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported fiber moving independently within scope is confirmed as the glass cap was found to be protruding from the metal cap, indicative of glue failure. In addition, the glass cap exhibited a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. A distal circumferential fracture has the potential for forward firing. It is probable that the identified debris adhesion on the metal cap contributed to elevated temperature. Continuous elevated temperatures can lead to fiber damage, including circumferential fracture and glue failure. The interaction between the user and device, caused or contributed to the observed fiber tip damage. According to the instructions for use (IFU), increasing irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual analysis showed the glass cap exhibited a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of the metal cap. Additionally, the part of glass cap distal to the fracture was protruding more than what is considered normal outside the metal cap indicating glue failure. The glass cap exhibited mild devitrification at output window and the metal cap exhibited moderate detritus adhesion on its surface, indicative of tissue contact. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted did not identify breaks along the fiber body. The connector cone, segments, and tabs appear in good condition and secured. The control knob was attached and aligned with fiber and can. Labeling review: a review of the device instructions for use (IFU) was completed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. It also states that: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. And ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted distal circumferential fracture and glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event, which indicates. The interaction between the user and device, caused or contributed to the observed fiber tip damage.